Event description:
It was reported that (3) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that the 1st tsb45 firing trigger stopped during the firing stroke. The 2nd and 3rd instruments had the anvil dislodge after firing, so that the jaw would not open nor close. Another instrument was used to complete the case. There was no consequence to the pt.